Event description:
Adult female gestitional age 40w6d receiving pitocin during l&d; rn noticed bedding was soaking and noted pitocin draining from hub on y connector as it was cracked. Pt had prolonged second stage, vac assist w/3 pop-offs and potential c/s but baby delivered vaginally from roa position. Mom & baby tolerated delivery well, no complications.